Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, failed battery test and blank display anomaly on the insulin pump. Customer¿s blood glucose level was 407 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for the alarms were performed. Customer replaced the battery on the insulin pump which resolved the issue. Customer advised the display returned and the self test passed.